Event description:
Information received from patient regarding implantable neurostimulator. The reason of the call was caller stated that yesterday they were feeling a tingling sensation and it's painful. Caller mentioned that they were need to reposition their body to elevate the problem. This morning when they lay down they are still feeling the tingling sensation and sharp pain on their right back. Caller mentioned that they tried turning the therapy off and adjusting the settings but they are still feeling it in their legs. Caller also texted their medtronic rep. Agent reviewed information that we cannot provide any medical advice and redirected the call to their managing hcp and medtronic rep for further assistance.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the cause has not been determined. The rep also referred the patient to their implanting doctor. The patient stated that after speaking with patient services and resetting the communicator, the tingling went away. Rep is waiting to hear from doctor if they deemed further imaging to be done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that patient called back and mentioned previous information in this case. Patient mentioned their stimulation had been on twice when it should have been off and their stimulation also jacked up by itself. Patient would normally be on group a at 1.8 and c was at 3.8 but the stimulation would switch from group a to c and the stimulation would increase. Patient would wake up in the middle of the night and they would be laying on their back and they could feel the stimulation up and down their leg. Patient would cut the stimulation when they would lay down because they didn't have pain when laying down but they would still feel stimulation even though their therapy said off on the screen. Patient would have to reset the communicator to stop receiving stimulation. Patient mentioned they had the handset at home one time and patient was getting a lot of stimulation. Patient could not eat and was so jittery. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that no further imaging was done. The rep met with the patient and ran an impedance check which came back normal.